Event description:
It was reported to philips that the device displayed an error message that impedance was too low. There was no reported patient involvement.

Event description:
It was reported to philips that the device displayed an error message that impedance was too low during a cardioversion procedure ("no shock delivered, low impedance" message). There was no negative patient impact.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.